Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor. Customer did not recall blood glucose at the time of incident. Customer stated there was compromised force sensor alarm in the history. The note reads no further details given. Insulin pump will not be returning for analysis.